Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on the arm after wearing the device for between 25 and 36 hours. The patient removed the pod on (B)(6) 2026, and observed redness, a burning sensation, and a blister at the infusion site, which ruptured during pod removal and released a clear, watery substance. During the event, the patient reported a blood glucose level of 11 mmol/l (198 mg/dl). The patient contacted a general practitioner at (B)(6) on (B)(6) 2026, after the site reportedly worsened and developed yellowish pus spreading from the pod site. Following a 15-minute telephone consultation, the patient was reportedly diagnosed with "skin irritation" based on the electronic prescription received. Treatment consisted of doxycycline antibiotic (100 mg), with instructions to take two tablets initially followed by one tablet daily for six days. The patient was able to resume insulin treatment with a new pod. The pod involved in the event was reportedly discarded and is unavailable for return.